Manufacturer narrative:
This is an initial final report. This issue does not meet reportability criteria; however, it is being reported to the FDA as the complaint was received via user report. If product is returned, this case will be re-opened, an investigation will be conducted, and a follow-up report will be submitted after all investigation activities are complete. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch report which reported the following information: the customer reported a skin reaction at the site of the adc freestyle libre sensor, with symptoms of itching, burns, blisters, and bleeding. The customer reported using anti-itch cream, neosporin, band-aids, and other unspecified medication as treatment for symptoms. However, there was no report of prescription skin reaction treatment nor third-party treatment. Based on the information provided, there was no report of serious injury associated with this event.